Event description:
In 2007, a clinical incident involving a covac with integrated cable arthrowand was reported to arthrocare corporation. During an ankle arthroscopy procedure, it was reported the pt sustained a radiating skin reaction approx 2 cm in diameter near the wand portal (lateral ankle). It was reported the pt may require a skin graft.

Manufacturer narrative:
No pt info was provided for this report. Requested pt info from the user facility. Awaiting further information. The device was not returned to the MFR. It was reported the device will not be returned for investigation. A review of the lot history record for the device was performed. The device met all specs.